Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the pt's right eye on (B)(6) 2006. The lens was explanted on (B)(6) 2011, due to low vaulting. The lens was exchanged for a longer lens. The pt's last visit was on (B)(6) 2011.